Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided. "It was reported that a patient with a 25mm perimount surgical valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 25mm perimount surgical valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.